Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient reporting that a manufacturer representative (rep) checked the eri message and that the patient was scheduled to see a neurosurgeon on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient saw an elective replacement indicator (eri) message on their programmer. Their ins was replaced last year and was allegedly supposed to last four years. There was dissatisfaction with the battery life. No medical symptoms were reported. No further complications are anticipated.